Event description:
(B)(4). Same case MFR #s 2134265-2012-04707, 2134265-2012-04680, 2134265-2012-0468, 2134265-2012-04679, 2134265-2012-04678, 2134265-2012-04524. Same patient as MFR #s 2134265-2012-04470, 2134265-2012-04472, 2134265-2012-04471, 2134265-2012-0545, 2134265-2012-04799. It was reported that post a coronary artery stenting treatment procedure in-stent restenosis occurred. In (B)(6) 2012, a 3.0mm x 12mm and a 3.0x24mm promus element plus stent was deployed in the 70% stenosed mid left anterior descending (lad) artery at 38 atm for 17 seconds and 18 atm for 14 seconds respectively. A 2.5mmx12mm promus element plus stent was deployed in the distal right coronary artery. Fifty two (52) days later, the patient experienced 90% in-stent restenosis in the lad. A non-bsc guide catheter and a luge guide wire were used. Multiple balloon inflations were performed in the proximal, mid and distal lad using nc quantum apex balloon catheters sizes 2.5mm x 12mm, 3.0mm x 12mm, 3.5mm x 12mm and 4.00 x 12mm. A 2.25mm x 24mm ion stent was deployed in the distal lad at 14atm for 47 seconds and a 2.75mm x 28mm ion stent was deployed in the mid lad at 16 atm for 30 seconds. A 3.5x28mm ion stent was deployed in the proximal lad at 16atm for 37 seconds. It was noted during this procedure that the previously implanted promus element stent appeared to be slightly under dilated compared to the rest of the lad vessel and was later treated with balloon inflation. During the procedure, the patient experienced chest pain after use of an icross imaging catheter and the balloon catheters which was treated with nitroglycerin and morphine.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: as the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).